Event description:
It was reported that during a clinical trial, the pt experienced an adverse event with a harmonic scalpel. The consequences to the pt were: aphasia, cerebrovascular accident, normal "c1".